Event description:
It was reported that during a procedure reported in manufacturer report number 1627487-2021-13064, upon opening of the implantable pulse generator site purulent fluid was observed. The fluid was cultured to determine if infection was observed. The device was explanted. Patient was given oral antibiotics as a precaution. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.